Event description:
It was reported that patient received inappropriate therapy due to post sensed t-wave oversensing. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. Patient condition was good after the event.